Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pain, excessive bleeding, infection, dyspareunia and erosion and destruction of vaginal tissue. No additional info was provided.